Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On february 20th, 2009 covidien was informed of a customer who had an issue with heparin. The attorney alleges that the patient received heparin during a cardiac catheterization procedure and subsequent heart surgery in 2007. Shortly thereafter, the patient began to experience symptoms consistent with the adverse reactions associated with contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to patient was a contaminated heparin product. The patient passed away in 2008.